Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the signal drops out randomly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. The device was able to obtain measurements with all the enabled parameters. The device was placed in the burn-in oven for 4 hours, and there were no error or failures, and the device took measurements throughout the duration of the test. The customer's complaint was not observed.

Event description:
The customer reported the signal drops out randomly. No patient impact or consequences were reported.